Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the bile duct during a procedure performed on an unknown date. During the procedure, an attempt was made to deploy the first flange of the stent; however, instead of only the first flange deploying, both the first and second flanges deployed. The physician believes that the prosthesis may have been incorrectly assembled inside the catheter. Due to the large puncture, they were unable to implant another stent; therefore, the patient was referred for surgery. No patient complications were reported as a result of this event and the condition of the patient was reported to be stable.